Manufacturer narrative:
Limited information was provided relating to the events. Follow up attempts to obtain further event details and product were unsuccessful. In the event that biomet receives additional information relating to any or all of the reported events, a follow up report will be sent to the FDA. The following information could not be provided since no product identification was received: expiry date; manufacture date. (B)(4).

Event description:
Biomet received a report of four revision surgeries for four different patients that were performed due to the cobalt cement not bonding to the implants. The dates of the revision procedures and patient information is unknown. One of the revision surgeries involved a competitor's femoral component that the cement did not bond to. The other revision procedures involved biomet tibial components where the cement had not bonded. There was no product identification provided and no surgeon or patient information was given.